Manufacturer narrative:
Failure analysis: after a visual inspection of power driver module, there was no physical damage found. After installing the power driver module into a known good 3100b test unit, the vyaire technician was able to reproduce the reported issue of the system not pressurizing. Technician was able to trace the issue to a defective control board. Using oscilloscope on the control board it was measured for its logic state and found it is stuck in the low state. This is causing the unit not to oscillate when the on off switch is pressed.

Manufacturer narrative:
(B)(4) field service rep (fsr) evaluation: a vyaire field service representative (fsr) evaluated the device onsite. They found no power and they installed new power module. The fsr did a 7 year module adjustments. The field service representative confirmed the ventilator is ready to be used on a patient.

Event description:
The customer reported to vyaire medical that the 3100 b pressurizes and does not start. There is no patient involvement on the event.